Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. On (B)(6) 2012 (B)(6), sales representative, reported that the case was a month ago. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report# 3005099803-2012-02386, # 3005099803-2012-02387, # 3005099803-2012-02388, # 3005099803-2012-02389, and # 3005099803-2012-02390 address these devices. It was reported to boston scientific corporation that six resolution clips were used during a colonoscopy. According to the complainant, during the procedure, the first clip (mr # 3005099803-2012-02385) deployed onto the target tissue, but would not release from the delivery catheter. The clip eventually released and remained attached to the tissue. Five additional resolution clips were then tested outside the patient (# 3005099803-2012-02386, # 3005099803-2012-02387, # 3005099803-2012-02388, # 3005099803-2012-02389, and # 3005099803-2012-02390). Reportedly, the five clips were able to be opened and closed; however, each failed to release from its delivery catheter. The procedure was then completed with another manufacturer's device. No patient complications resulted from this event. The patient condition was reported as fine post procedure.